Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed component jp4 of the power flex was damaged. Pin # 1,2,3,4 and 5 located on jp4 was burnt. The lemo connector was severely burnt and melting on the bottom left corner of the connector. Carefusion replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a burnt connector and charger. It is unknown at this time whether there was any patient involvement associated with this complaint.